Event description:
It was reported that during an electrophysiology ablation procedure a steam pop occurred. While performing an ep ablation to the right ventricle with a 7.5/110/2.5 quad lgr blazer open irrigated catheter after about 90 seconds at 50°c and 35 watts a pop was heard on the first ablation. The power was reduced to 30 watts on the second ablation for 1,000 seconds and no further incident occurred. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).